Event description:
It was reported that during an implant procedure, a left ventricular (lv) lead was an attempted implant due to non-capture while testing the lead in multiple vessels. Troubleshooting included the use of multiple pacing system analyzer (psa) cables and programmers, adapters, and various lead placements. The lv lead was removed, and visual inspection of the removed lead was unremarkable. The physician requested a second lead of the same model number, and placing this lv lead in the same vessels revealed no changes. As a result, it was concluded that the non-capture was due to patient anatomy, rather than a lead anomaly. The physician decided to complete the procedure with this second lv lead as a back up pacing option, despite suboptimal results. This lv lead remains in service, and no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.